Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), uterine perforation ("expulsion of essure device/perforation (uterus),"), pelvic abscess ("infection (other) describe: pelvic abscess"), genital haemorrhage ("abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding") and pelvic haemorrhage ("other injury(ies) or complication (s) please describe: hematoma in left pelvis") in an adult female patient who had essure (batch no. 709954, 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, hypertension, fever and shortness of breath. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic abscess (seriousness criterion medically significant) with flank pain, genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), pelvic haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), headache ("headaches,"), vaginal fistula ("vaginal fistula") with pyrexia, peripheral swelling ("leg swelling"), muscle spasms ("bilateral calf cramping") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, pelvic abscess, rectal haemorrhage, pelvic haemorrhage, dyspareunia, cystitis, urinary tract infection, vaginal discharge, fatigue, vaginal fistula, peripheral swelling, muscle spasms and diarrhoea outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache had resolved. The reporter considered cystitis, device breakage, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic abscess, pelvic haemorrhage, peripheral swelling, rectal haemorrhage, urinary tract infection, uterine perforation, vaginal discharge, vaginal fistula and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, pelvic abscess, migraine, headache, uterine perforation, vaginal discharge, fatigue, flank pain, vaginal fistula, peripheral swelling, pyrexia, muscle spasms, diarrhea, rectal haemorrhage, abdominal pain lower, pelvic haemorrhage were added and previously reported event preferred term device dislocation updated to fallopian tube perforation. Reporter, patient demographic information, product lot number added. Product start date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), uterine perforation ("expulsion of essure device/perforation (uterus),"), pelvic abscess ("infection (other) describe: pelvic abscess / infection- rlq abscess"), genital haemorrhage ("abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding") and pelvic haemorrhage ("other injury(ies) or complication (s) please describe: hematoma in left pelvis") in an adult female patient who had essure (batch nos. 709954 and 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, hypertension, fever and shortness of breath. On (B)(6) 2011, the patient had essure inserted and removed on (B)(6) 2014. A new essure was inserted on an unknown date. In (B)(6) 2014, the patient experienced pelvic abscess (seriousness criterion medically significant) with flank pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), pelvic haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), headache ("headaches,"), vaginal fistula ("vaginal fistula") with pyrexia, peripheral swelling ("leg swelling"), muscle spasms ("bilateral calf cramping"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, pelvic abscess, rectal haemorrhage, pelvic haemorrhage, dyspareunia, cystitis, urinary tract infection, vaginal discharge, fatigue, vaginal fistula, peripheral swelling, muscle spasms, diarrhoea and depression outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache had resolved. The reporter considered cystitis, depression, device breakage, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic abscess, pelvic haemorrhage, peripheral swelling, rectal haemorrhage, urinary tract infection, uterine perforation, vaginal discharge, vaginal fistula and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case following were reported in patient medical records: pelvic abscess. Lot number: 709954, manufacture date: jan-2010, expiration date: jan-2013. Lot number: 754207, manufacture date: jun-2010 expiration date: jun-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Event added- depression. Event infection- rlq abscess clubbed with event pelvic abscess. Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), uterine perforation ("expulsion of essure device/perforation (uterus),"), pelvic abscess ("infection (other) describe: pelvic abscess"), genital haemorrhage ("abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding") and pelvic haemorrhage ("other injury(ies) or complication (s) please describe: hematoma in left pelvis") in an adult female patient who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, hypertension, fever and shortness of breath. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic abscess (seriousness criterion medically significant) with flank pain, genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), pelvic haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), headache ("headaches,"), vaginal fistula ("vaginal fistula") with pyrexia, peripheral swelling ("leg swelling"), muscle spasms ("bilateral calf cramping") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, pelvic abscess, rectal haemorrhage, pelvic haemorrhage, dyspareunia, cystitis, urinary tract infection, vaginal discharge, fatigue, vaginal fistula, peripheral swelling, muscle spasms and diarrhoea outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and headache had resolved. The reporter considered cystitis, device breakage, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic abscess, pelvic haemorrhage, peripheral swelling, rectal haemorrhage, urinary tract infection, uterine perforation, vaginal discharge, vaginal fistula and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case following were reported in patient medical records: pelvic abscess. Lot number: 709954 manufacture date: jan-2010 expiration date: jan-2013 . Lot number: 754207 manufacture date: jun-2010 expiration date: jun-2013 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.